Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
During an ECMO support, operator noted thrombus in raceway tubing. They changed circuits and thrombus again formed in raceway.